Event description:
Customer called to say meter not reading right. Troubleshooting with the standard strip revealed that it was out of range low, 38 with a range of 74-100. The device was replaced and the defective one returned for investigation.